Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had high blood glucose. The customer's blood glucose was 321 mg/dl and 400 mg/dl at the time of the incident, on 05/14/2017, which was treated with manual injection. The caller state that the insulin pump alarmed no delivery alarm, they removed the infusion set and noticed that the cannula was bent. The customer's blood glucose was 248 mg/dl at the time of the phone call. The customer declined performing troubleshooting for the high-pressure test as the device is properly alarming no delivery alarm. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.